Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.

Event description:
It was reported that the insertion of the PICC was described as routine. However, when removing the dilator, the physician stated that the dilator seemed to grab and shear the swg. After surgically removing the swg, it appeared to be uncoiled. The event information does not denote a patient injury. No patient complications were reported.